Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.00/+1.0/089 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2024. The lens was explanted on (B)(6) 2024 due to excessive vaulting. The lens was replaced with a shorter length lens and the problem was resolved.